Manufacturer narrative:
(B)(4): the event date is reported (B)(6) 2013. Actual date of pain is unknown. (B)(6) 2013 is the date when the facility became aware about the pain.a review of the device history records was performed and no complaint related issues were found. (B)(4): placeholder.

Event description:
It is reported that a patient had a previous surgery on an unknown date for carpal / metacarpal fracture. Patient was involved in a motorcycle accident on an unknown date, and returned to the surgeon complaining of new pain at the implant site. Examination revealed that three distal screws were broken. Patient returned to the operating room on (B)(6) 2013, surgeon removed the plate, three broken distal screws and an unknown number of unbroken screws. Fusion had been achieved from the prior surgery, and no new hardware was implanted. Surgery was successfully completed.(B)(4).